Event description:
I took a shower and washed my hair and soaked my teeth in dollar general brand denture cleaner that contained persulfate, I started itching around my eyes and I took 25 mg benadryl and I laid down; at 3:15 or 3:30 am, I woke up and couldn't breath, was taken to hospital emergency room and was given 50 mg of benadryl and an epi injection and was put on heart monitor until the swelling went down in my throat and I could breathe better. A product that can cause this type reaction should be taken off the market. Dose or amount: one tablet. Frequency: once daily. Route: night. Dates of use: (B)(6) 2010. Diagnosis or reason for use: had allergic reaction. Event abated after use: yes.